Manufacturer narrative:
Investigation of this event is in progress. Upon completion of investigation, a follow-up report will be submitted.

Event description:
It was reported that the patient developed dysphotopsia in the left eye approximately one week post lens implant. The lens was removed and replaced with a different model lens of different diopter power. Patient¿s prognosis at post-intervention visit was reported as "dysphotopsia is resolved post implant, patient is doing well and follow-up will be as needed". In the surgeon's opinion, the most likely root cause of this event is the optical properties of the lens.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the intraocular lens in two pieces. The optic was cut or torn in half. Due to the condition the lens was returned, functional testing could not be performed. A device history record (DHR) review did not find any anomalies or non-conformities related to the reported issue. Based on the available information, the root cause of the reported event could not be determined.